Event description:
It was reported that pump experienced malfunction alarm with code 18 and could not be reset, with no notable events occurring beforehand and no indication that the customer¿s blood glucose level exceeded a critical range. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery while technical support arranged shipment of replacement pump under warranty, provided instructions for putting malfunctioning pump into storage mode, and instructed customer to return pump within 10 days using provided materials; customer was also advised to enter pump settings and reconnect continuous glucose monitor on replacement pump and confirmed understanding of all instructions.